Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
This ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. External visual examination identified no anomalies. The device was interrogated and confirmed to have recorded a code 1003 on three separate occasions while the device was implanted. Further memory review noted a code 1003 was also recorded once after device explant. Analysis confirmed the battery appeared to deplete more quickly than expected but the current drain was confirmed to be normal. The device case was opened to facilitate inspection and testing of the internal components. The battery and high voltage capacitors were removed, and the battery was replaced with an external power source. The battery was forwarded for detailed testing, and physical damage to one of the battery anodes, suspected to have been incurred during the manufacturing process, was identified. This damage resulted in the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. This ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. External visual examination identified no anomalies. The device was interrogated and confirmed to have recorded a code 1003 on three separate occasions while the device was implanted. Further memory review noted a code 1003 was also recorded once after device explant. Analysis confirmed the battery appeared to deplete more quickly than expected but the current drain was confirmed to be normal. The device case was opened to facilitate inspection and testing of the internal components. The battery and high voltage capacitors were removed, and the battery was replaced with an external power source. The battery was forwarded for detailed testing, and physical damage to one of the battery anodes, suspected to have been incurred during the manufacturing process, was identified. This damage resulted in the reported clinical observations.

Manufacturer narrative:
This correction report is being issued to amend the event date. Analysis determined the first recorded instance of code 1003 occurred on 12/14/2023. This ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. External visual examination identified no anomalies. The device was interrogated and confirmed to have recorded a code 1003 on three separate occasions while the device was implanted. Further memory review noted a code 1003 was also recorded once after device explant. Analysis confirmed the battery appeared to deplete more quickly than expected but the current drain was confirmed to be normal. The device case was opened to facilitate inspection and testing of the internal components. The battery and high voltage capacitors were removed, and the battery was replaced with an external power source. The battery was forwarded for detailed testing, and physical damage to one of the battery anodes, suspected to have been incurred during the manufacturing process, was identified. This damage resulted in the reported clinical observations.